Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of aserf051 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that when the clinician went to check on (B)(6)- year old pediatric oncology patient, the clinician saw that the dressing was ¿wet¿ and had a ¿tinge¿ of blood on the dressing. Upon further investigation there was a small hole above the y-site, and before the end of the tubing. The patient was de-accessed. Additional information received 10/22/2020: patient had right port-a-cath in place, and was receiving IV antifungal medication when mother alerted staff that there was blood leaking out of port needle extension set. Upon closer assessment it was noted that there was a crack in the tubing to the distal end of set before connection to piggyback tubing. Explained to mother that patient will require de-access and re-access with another port needle set. Nurse manager was present to meet with mother and patient.